Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A customer reported a power on/off issue. During phacoemulsification phase the instrument stopped; touchscreen/software did not respond to the inputs. It was unknown if there was any patient involvement. A preventive maintenance was carried out according to the iso procedure. Additional information has been requested but not received to date.